Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
It was reported to philips that a patient received a cumulative air kerma dose greater than 9 grays. No patient harm has been reported to philips. To date philips has not received further information about the condition of the patient. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Analysis of the log files did not show any malfunction that could have resulted in additional dose. The system was working within specifications. According to the information gathered during the investigation, the dose received by the patient (10050 mgy) was as intended due to the complexity of the procedure (multiple trans catheter aortic valve replacement). Philips considers the dose received an injurious exposure but because to date no tissue injury has been reported by the customer, the type of this report has been changed to non-adverse event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips considers the dose received an injurious exposure but because to date no tissue injury has been reported by the customer, the type of this report has been changed to non-adverse event. Analysis of the log files did not show any malfunction that could have resulted in additional dose. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.